Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The caller stated that they tried to reach out to the patient as a potential replacement case. The caller reported that they last left a message on (B)(6) 2022. The caller was not able to speak with the patient prior to (B)(6) 2022. The patient contacted the rep on (B)(6) 2022 and was hostile. The patient reported that he met with the managing md on (B)(6) 2022. The patient reports that he expects the md to be explanting the ins or the patient will remove the ins. Over the past 2-3 months the patient noticed discoloration and bruising over the ins pocket location on the left buttock. The patient has lost muscle mass and has had pain at the pocket site. The patient believes the ins battery is leaking. The patient has not used the device in over eight years. The caller indicated that the patient expressed general unhappiness with the device. The caller indicated that the patient is very accusatory and indicated that if they explanted the device and found an issue that the patient would bring the issue to the media. The patient indicated that they will follow-up with the rep when they got more information about the issue. The caller was not with the patient. The caller will provide an update if they receive more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The caller stated that they tried to reach out to the patient as a potential replacement case. The caller reported that they last left a message on (B)(6) 2022. The caller was not able to speak with the patient prior to (B)(6) 2022. The patient contacted the rep on (B)(6) 2022 and was hostile. The patient reported that he met with the managing md on (B)(6) 2022. The patient reports that he expects the md to be explanting the ins or the patient will remove the ins. Over the past 2-3 months the patient noticed discoloration and bruising over the ins pocket location on the left buttock. The patient has lost muscle mass and has had pain at the pocket site. The patient believes the ins battery is leaking. The patient has not used the device in over eight years. The caller indicated that the patient expressed general unhappiness with the device. The caller indicated that the patient is very accusatory and indicated that if they explanted the device and found an issue that the patient would bring the issue to the media. The patient indicated that they will follow-up with the rep when they got more information about the issue. The caller was not with the patient. The caller will provide an update if they receive more information.